Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the patient underwent mesh implantation to treat stress urinary incontinence and rectocele concurrently with placement of suspend (tutoplast). The patient experienced pain, infection, urinary and bowel problems post implantation. (B)(4). Urinary/bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent mesh removal and cystoscopy on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion, the patient experienced mixed incontinence, frequency and urgency. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.